Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that previous inflatable penile prosthesis (ipp) device was removed and replaced with 24cmx12mm cx cylinders, pump and reservoir due to fluid loss. There were no patient complications associated with this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.